Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 9 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and poor barrier separation was observed, however hemolysis was not observed in the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis, gel air bubbles, poor barrier separation was not observed. Upon observation of the gel air bubbles, corrective actions were implemented to aid in the inspection process of the gel dispense device. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (hemolysis, gel air bubbles, poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and poor barrier separation based on photos only. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis (e.g. Blood sample), air bubbles in gel, and poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it is reported customer received product with gel air bubbles as well as poor barrier separation and hemolysis. The tubes have large holes with missing gel. In the packs I was working with it was the majority of the tubes. I did a test with the tubes because we have been seeing an increase in sst¿s being ¿unspun¿. I had the tubes drawn via a straight stick without any complications. Once they were collected, they clotted upright for 30 minutes and then were spun in 2 different centrifuges. I have noted the tubes before collection and after being centrifuged. Half of the tubes appear to be hemolyzed. All the tubes have blood cells throughout the gel. I am wondering if this manufacturing defect is causing the increase in ¿unspuns¿ and hemolysis specimens."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1034715. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-02-03. Medical device lot #: 1027995. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-01-27. Medical device lot #: 1034719. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-02-03. Medical device lot #: 1056615. Medical device expiration date: 2022-02-28. Device manufacture date: 2021-02-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis (e.g. Blood sample), air bubbles in gel, and poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it is reported customer received product with gel air bubbles as well as poor barrier separation and hemolysis. The tubes have large holes with missing gel. In the packs I was working with it was the majority of the tubes. I did a test with the tubes because we have been seeing an increase in sst¿s being ¿unspun¿. I had the tubes drawn via a straight stick without any complications. Once they were collected, they clotted upright for 30 minutes and then were spun in 2 different centrifuges. I have noted the tubes before collection and after being centrifuged. Half of the tubes appear to be hemolyzed. All the tubes have blood cells throughout the gel. I am wondering if this manufacturing defect is causing the increase in ¿unspuns¿ and hemolysis specimens."